Manufacturer narrative:
Full establishment name is (B)(6). The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition , part of the insertion tube is caught and pinched causing it to be deformed, the adhesive on the bending section cover has a crack, the adhesives around objective lens has a white-clouded area and is peeled, the adhesives around the light guide lens has a white-clouded area and the connecting tube has a scratch and wrinkle. Due to clogging of the nozzle, air/water supply volume and water removal ability does not meet the standard value. Due to a scratch on plastic distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The user facility completed a foreign matter complaint questionnaire. The facility stated there is not a time lag between the end of clinical use and the start of pre-washing and they were able to supply water and air to the air/water nozzle. No problems with the accessories used for reprocessing. It is unknown if the scope was wiped/brushed in the air/water nozzle with a gauze, brush, or sponge. The facility was able to send liquid to the air/water nozzle. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested a repair for the evis lucera colonovideoscope due to a clogged nozzle. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h3/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.